Manufacturer narrative:
The potential patient treatment delay happened due to the scanner stopped a scan. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The scanner stopped scanning and delayed the patient's procedure.